Event description:
The lay user/pt's father contacted lifescan on november 26, 2007, and alleged that the pt's one touch ultramini meter was displaying the error 1 message. The medical affairs specialist was unable to reach the pt/reporter after several attempts via phone. A letter was sent to the address provided. The father reported, that the alleged issue first occurred in 2007 at 5:30 am. Per the father, the pt had an episode where the emergency services were called, and the result on the emt meter was 43 mg/dl, after the pt was given juice. She was given IV fluids. After the pt became more aware, she had informed her father that her one touch ultramini meter was not working properly. It is clear per documentation, whether the issue began before, during, or after the hypoglycemic event. Her diabetes medication regimen was not provided. At the time of troubleshooting, it was verified that this was not a new product. The alleged issue was not resolved. The meter, test strips, and control solution were replaced. This complaint is being reported, because the reporter claimed the pt had a hypoglycemic episode, and the pt also reported the meter was not functioning properly.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.